Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The observed differences in ft3 values generated with the roche assay and siemens centaur assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the available data, a general reagent issue could be excluded. Product labeling states, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was requested but not provided. The patient's elecsys ft3 results were reported outside the laboratory. The patient's physician requested a re-measurement of the patient's sample. The sample was provided for an investigation and tested on a siemens centaur analyzer and a cobas 8000 e 801 module.